Event description:
The initial reporter stated they received discrepant results for one patient sample tested with crej2 creatinine jaffé gen.2 on a cobas 6000 c (501) module. The reporter also noted they have been getting calibration errors for creatinine and one other test. The sample initially resulted in a creatinine value of 166 umol/l and this value was reported outside of the laboratory to the doctor. The doctor claimed the result did not fit with the patient's previous findings. The sample was repeated, resulting in a value of 402 umol/l. The repeat value fit the patient's previous values. The creatinine reagent lot number was 62098401, with an expiration date of 30-nov-2023.

Manufacturer narrative:
It was determined that carryover washes were missing for one other test on the analyzer. The field service engineer determined that 3 tubes on the cuvette rinse tubing assembly were defective. This led to an incomplete suction of the cuvettes. Liquid residue remained in the cuvettes leading to the issue. The investigation determined the service actions resolved the issue.